Manufacturer narrative:
UDI:(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a complete rotation without stopping, and it failed the temperature assessment (actual reading: 121.5 degrees fahrenheit at 4 minutes 30 seconds; specification: >118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 80.6 dba; specification: >76 dba). It was determined that the drive shaft was broken, the swivel pin was bent, and the swivel gasket was seated backwards. It was further determined that the failed temperature and noise assessments were caused by the broken drive shaft. It was determined that the broken drive shaft was due to excessive force being applied to the device while it was in use. It was determined that the issue with the device making a complete rotation was due to the bent swivel pin. It was further determined that the bent swivel pin was caused by trying to rotate the handpiece with excessive force, which allowed the housing to rotate freely at the swivel. It was determined that the swivel gasket seated backwards was due to a manufacturing issue. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error and improper assembly / manufacture. The product manufacturing issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventive maintenance, it was discovered that the drill rotation stop was missing on the motor device. It was further reported that the device span at 360 degrees. During in-house engineering evaluation, it was observed that the device made a complete rotation without stopping and it failed the temperature assessment (actual reading: 121.5 degrees fahrenheit at 4 minutes 30 seconds; specification: >118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 80.6 dba; specification: >76 dba). There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.